Event description:
Pt with septo-optic dysplasia. Md placed subclavian cuffed silastic catheter in 2001 for antibiotic therapy. Pt febrile. Blood culture 18 days later grew candida lusitaniea. Insertion site possibly purulent (medical noted unclear). No site culture obtained. Pt did have some risk factors for line infection including tracheostomy tube and concurrent antibiotic treatment for pneumonia.